Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during the t2 alpha tibia removal surgery, the end cap could not be removed, and the surgery was finished with the t2 nail remaining to the patient. Also two screwdriver tips were damaged by the torque."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The received spreading lag screwdriver is having a strongly damaged and deformed hexagon tip. The corner of the hexagonal tip is almost rounded due to excess metallic contact with the mating part with strong forces involved. The tip is slightly twisted in the anticlockwise direction. Both damages indicate that the device was exposed to excessive torsional forces in counterclockwise direction during the end cap removal attempt. Furthermore, a hardness test according to (B)(4) on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to be user related. The event was caused due to application of excess torsional forces while removing the end cap. Also, as per operative technique the end cap is removed with the screwdriver bit long and quick-lock delta handle assembly. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during the t2 alpha tibia removal surgery, the end cap could not be removed, and the surgery was finished with the t2 nail remaining to the patient. Also, two screwdriver tips were damaged by the torque."